Event description:
It was reported that the patient presented with a red and swollen device pocket site with the implantable cardiac defibrillator (ICD) eroded through the skin. Both the ICD and the right ventricular (rv) defibrillator lead were explanted on (B)(6) 2025 due to pocket infection. The physician believed that the infection was unrelated to abbott procedure and any abbott device. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.